Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Customer changed supplies and resumed insulin delivery. Additionally, the pump touchscreen was unresponsive. Tandem technical support performed troubleshooting and pump was functioning as intended. Customer continued to use the pump for insulin therapy. Blood glucose was 375 mg/dl.